Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) balloon was caught in calcium. There was prior stenting in the common femoral artery. The vessel diameter was verified to be over 5 mm. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. The mynx vcd was prepped before the procedure. Manual compression was applied for "at least 30 minutes" per hospital protocol to achieve hemostasis. No visible damage was noted in distal end of the sheath after removal.

Manufacturer narrative:
It was reported that a mynxgrip vascular closure device (vcd) balloon was caught in calcium. There was prior stenting in the common femoral artery. The vessel diameter was verified to be over 5 mm. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. The mynx vcd was prepped before the procedure. Manual compression was applied for "at least 30 minutes" per hospital protocol to achieve hemostasis. No visible damage was noted in distal end of the sheath after removal. The product was not returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the instructions use, the safety and effectiveness of mynxgrip has not been established in patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery or vein. Without a lot number to conduct a product history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) balloon was caught in calcium. There was prior stenting in the common femoral artery. The vessel diameter was verified to be over 5 mm. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. The mynx vcd was prepped before the procedure. Manual compression was applied for "at least 30 minutes" per hospital protocol to achieve hemostasis. No visible damage was noted in distal end of the sheath after removal. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant and syringe were returned separately from the device. The sealant had evidence of exposure to blood. The advancer tube was on the catheter covering the balloon proximal tip. The procedural sheath was not returned with the device. The sealant sleeve was fully retracted against the shuttle hub. The condition of the returned device indicates that the reported event may have occurred during the sealant placement. However, it is unknown if the device was manipulated post the procedure. The catheter was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Multiple attempts to inflate the balloon of the returned device with water were exhausted due to the device lumen being clogged. The advancer tube was properly engaged to the distal tamp lock as received. Visual inspection at high magnification found that some air was trapped in the balloon of the returned device which indicated that there was no leak in the balloon as received. It was also found evident of dried saline in contrast solution inside the balloon of the returned device. Review of lot f1629802 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided, the condition of the returned device and the investigation performed, the reported event was confirmed and the root cause of the event had been attributed to the condition of the patient¿s vessel. It was reported that ¿the mynxgrip vascular closure device (vcd) balloon was caught in calcium.¿ it should be noted that the mynxgrip instructions for use (IFU), special patient populations, states that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Furthermore, the safety and effectiveness of mynxgrip has not been established in patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery or vein. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.